Manufacturer narrative:
Analysis cannot be performed and root cause cannot be identified. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient had a paracentral corneal infiltrate in the right (od) eye that did not improve with tobramycin treatment. The patient was diagnosed with an infectious corneal ulcer and was treated with ceftazidime, vancomycin, and voriconazole. Corneal cultures were taken and were positive for fusarium. Per the treating health care professional, the ulcer resulted in a central corneal opacity and permanent reduction in vision of the right eye. The incident has fully resolved, and the patient has discontinued contact lens use.